Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that a pin on a connecting cable broke off inside the defibrillator. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
It was reported to philips that a pin on a connecting cable of the monitor broke off inside the defibrillator. There was no patient involvement.